Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. Additional information was requested and the following was obtained: ¿ yes, tumor removal from pancreas and duodenum. ¿ yes, he received chemo. ¿ the leakage was after the surgery. ¿ it happened 2 days after the surgery. ¿ no, the patient stayed in ICU. ¿ the device worked well intra operative. ¿ the surgeon linked this incident to the device.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the har1120 used on the lymphatic system or was it only used when sealing the vessels? Was the site of the chyle leak the same placed where the har1120 was used? Does the surgeon believed that the har1120 device caused or contributed to the chyle leak? If yes, why? How was the chyle leak addressed? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the dr was operating with har1120 and plee60a in a whipple procedure. Afterwards he faced a chyle leak for the first time in his surgery career. Chyle leak after a whipple procedure means lymphatic fluid (chyle) is leaking into the abdomen due to injury to lymph vessels during surgery. The patient was admitted to the ICU due to the chyle leak.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2026. Additional information was requested and the following was obtained: were the lymphatics stapled upon? The surgeon didn't share info. What was the form of the staples? The staples were b form. What was the source of the lymphatic leak? Lymph vessels. How was it diagnosed? It was diagnosed in emergency. Which device is the leak attributed to? He suggested that the leak due to the stapler and harmonic. Which structures were divided that resulted in the lymphatic leak? The surgeon didn't share. Which device was used on the lymphatics? Harmonic and stapler. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.